Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that defibrillation rv and svc coil impedance are fluctuating after implant. The impedance ranges from 42 to 200ohms. The pace/sense impedances are in normal range. The doctor opened pocket and re-tightened setscrew. The device and lead remain in use. No patient complications have been reported as a result of this event.